Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was not returned for evaluation. The two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Log file analysis revealed a controller power up event logged on 17-aug-2020 at 22:01:19. The data point prior to the loss of power revealed that a battery was connected to power port one with 94% relative state of charge (rsoc) and a second was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that the same (B)(6) was connected to power port one and no power source was connected to power port two. The controller was without power for 13 seconds. Analysis of the alarm log file revealed a vad disconnect alarm was logged, following the controller power up, at 22:01:20 due to a physical disconnection of driveline from the controller. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on the batteries in accordance with the requirements under fsca cvg-18-q4-19 on 22-jan-2019. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the reported vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely during troubleshooting of the controller. Additional products: d4: serial #: (B)(6) dev rtn to MFR? Yes d9: yes, return date: 19-oct-2020 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) dev rtn to MFR? Yes d9: yes, return date: 19-oct-2020 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-aug-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of power to the controller which resulted in a ventricular assist device (vad) stop and vad disconnect alarm associated with the batteries exhibiting power switching and a suspected double power source disconnect. The controller remains in use and the batteries were replaced. No patient complications have been reported as a result of this event.